Event description:
It was reported that the customer needed assistance with programming the insulin pump. Customer stated that the pump may have an issue with not giving a no delivery alarm. Customer stated that their health care provider changed their settings and the customer is not sure how to program them into the pump. Customer stated that there was an emergency going on and she would have to call back. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.